Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was filed. The pump was returned for investigation. The root cause of the low flow and the of the vascular damage - peripheral vessel was unable to be determined as limited clinical details were provided, and no data was returned for review. As the necessary information was not provided, the root cause of the vt/vf was not determined. Because evidence related to infection was not provided, the root cause cannot be determined. The root cause of positioning issue was most likely use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy waiting for a heart transplant was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient had a lot of ectopy. The impella pump was repositioned and helped the ectopy. It was noted from moment of impella 5.5 implant, patient appeared under-supported, and physician keep saying "it's like the impella isn't even there." Eventually, the team tried bipella support with an impella rp device before adding extracorporeal membrane oxygenation (ECMO) for additional left-sided support. Impella and ECMO support was noted to have nicely supported the patient who subsequently successfully receive a heart transplant.